Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back and reiterated that they didn't think their stimulator was working for their symptoms. The patient stated they've just been "peeing a lot." The patient stated they had oral surgery and that the pain from the oral surgery caused them to pee because it hurt so bad. The patient stated they were laying in their bed with nothing on and got up to go to the bathroom and the urine just started going down their legs the whole way to the bathroom. Patient services reviewed programming considerations with the patient and walked the patient through connecting to their settings. The patient stated using the external equipment on their own without help was difficult. The patient wanted to switch to a new program, and it showed "communication in progress" and then the patient got 'device not responding.' The patient was unable to connect again and stated that they needed help from someone to connect, that it was too hard. The patient ended their session and patient services attempted to have the patient power off the communicator as well and the patient stated they were pressing the communicator power button down but it wasn't going off. Patient services reviewed with the patient to call back when they had assistance to continue troubleshooting the issue and make a change to their therapy settings.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient wanted to know how often they should be connecting and adjusting ins. The caller reported that the patient has been having to urinate a lot and has to go to the bathroom a lot. The caller stated that they increased the stimulation the day before yesterday and today. Reviewed stimulation expectations. The caller said after the implant, the patient was okay for a couple days, and then they had to start increasing stimulation. The call started with a patient on the line, and then the agent believed someone else had come on the line. Additional information was received from the patient. The patient called back with their daughter present to request assistance using the programmer. Reviewed programmer use. The caller mentioned they intended to increase stimulation. The recommended patent keeps stimulation at a comfortable level and reviews expectations regarding ins battery longevity. The patient called in, requesting to speak with the rep. The patient said they were not able to increase stim past 6.5 and asked what the maximum amplitude was. The agent reviewed the information. The patient did not know if they were getting a max settings message when they tried to increase. The agent reviewed possible causes for the max settings message or not being able to increase any higher. The patient said their question was answered and they no longer needed the rep to call them. Additional information was received from the patient on 2023-11-14 . The patient called back with their grandchild to inquire if the internal battery could be low. Patient services reviewed longevity considerations with the patient, and it was further clarified that the grandchild had seen a low battery message for the communicator when they were trying to connect last. The grandchild stated they had also seen the yellow communicator battery light. The patient plugged the communicator in during the call, and the battery light changed to orange. The patient and their grandchild were going to charge the communicator up to 100% and may call back for assistance in connecting when it is charged. The patient also stated they had already called their hcp office and left a message to speak with the hcp, and that they were waiting for a call back. The patient called back and stated they wanted to change settings because "it's not working"¿just a lot of peeing. The patient stated they had their grandchild with them now to assist in connecting and finding the implant. Patient services started to walk the patient through connecting, but the patient still could not find their ins. They stated they used to be able to feel the ins in the past, that they felt it like a "hard thing," but they could no longer feel it and thought the battery had moved up. The patient stated the ins used to be further down in the fatty part of their butt and that now it was floating around. The patient denied any falls or traumas that would have led to the issue and noted the first time they couldn't find it was just the other day when they spoke with patient services on november 14, 2023. The patient was unable to find their ins even with their grandchild's assistance. They still received the 'device not responding' screen. The patient was redirected to follow up with their hcp to check on their implanted sys tem. The patient was going to call their hcp office upon the call's end. The patient called back, stating therapy is still not helping and they are still "peeing all over" themselves. The caller stated that the last time they called, we helped them adjust settings, and they would like help doing that again. The agent walked the caller through basic programmer/communicator use. The patient was struggling to use the equipment and talk on the phone, and they stated they couldn't find the implant. The caller stated they would rather just wait for their daughter to come over and help position the communicator correctly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.